Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The local representative checked the device and was unable to find a good programming solution. The patient has late-state cancer, so the doctor elected to have the therapy programmed off. There were no additional adverse patient effects. The system remains implanted.